Event description:
It was reported by the customer that a pyxis medstation es system was stuck on the user login screen. The customer reported that the device was on critical override and in disconnect mode. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network issue which needed to be addressed by information technology. The technical support specialist confirmed that the communication issue no longer persists. The system functioned as intended after the technical support specialist troubleshooted the device.